Manufacturer narrative:
Age at time of event: (B)(6) years or older. (B)(4).

Event description:
It was reported that an imaging catheter became stuck in stent. The 90% stenosed lesion was located in a moderately tortuous, moderately calcified, 28mm in length and 2.5mm in diameter distal left circumflex artery. The lesion was pre-dilated using an unspecified balloon then a 2.5mm x 30mm non bsc stent was implanted. After which, an opticross¿ imaging catheter was inserted to visualize the lesion. Upon removal of the imaging catheter, after performing pullback, the guidewire exit hole of the opticross¿ imaging catheter was stuck with the proximal site of the implanted stent and was unable to be removed. Furthermore, it was noted that the stent was deformed. The physician then inserted another unspecified guidewire and performed dilatation with unspecified 1.5mm balloon at proximal site of the deformed stent and successfully removed the imaging catheter. Since the stent was deformed and calcification and insufficient dilation were noted, the physician performed overlapping stent technique using another unspecified stent. The procedure was completed with a non bsc imaging catheter. Subsequently, the tip of the imaging catheter was kinked when the device was checked. No patient complications were reported and the patients' condition is good and stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed that there was a damage on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. No indication of resistance in tracking the guidewire into the catheter was noted when a test guidewire (0.014") was inserted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter became stuck in stent. The 90% stenosed lesion was located in a moderately tortuous, moderately calcified, 28mm in length and 2.5mm in diameter distal left circumflex artery. The lesion was pre-dilated using an unspecified balloon then a 2.5mm x 30mm non bsc stent was implanted. After which, an opticross imaging catheter was inserted to visualize the lesion. Upon removal of the imaging catheter, after performing pullback, the guidewire exit hole of the opticross imaging catheter was stuck with the proximal site of the implanted stent and was unable to be removed. Furthermore, it was noted that the stent was deformed. The physician then inserted another unspecified guidewire and performed dilatation with unspecified 1.5mm balloon at proximal site of the deformed stent and successfully removed the imaging catheter. Since the stent was deformed and calcification and insufficient dilation were noted, the physician performed overlapping stent technique using another unspecified stent. The procedure was completed with a non bsc imaging catheter. Subsequently, the tip of the imaging catheter was kinked when the device was checked. No patient complications were reported and the patients' condition is good and stable.